Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the knife did not advance or retract. The surgeon was unable to complete procedure without any patient injury.